Event description:
An aq2017v model lens was damaged while it was being inserted. It is unk if the lens was implanted and removed. There was no pt injury. The facility indicated that it was due to a faulty injector.